Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe) preoperatively for orthopedic surgery. Patient is alleging device tilt, vena cava and organ (small bowel, mesenteric) perforation. Patient notes and further alleges experiencing "abdominal pain, diarrhea, and pain with bowel movements, and pain and pressure sometimes when I urinate. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries". Additionally, patient alleges experiencing limited physical mobility. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2013: "a cook select retrieval filter was then deployed below the renal veins in the usual manner. Completion venacavogram revealed on evidence of perforation and good alignment of the filter". Per a CT (computed tomography) of abdomen dated (B)(6) 2017: "impression: right anterior, right posterior, and left anterior struts perforate through the wall of the inferior vena cava. Extent of perforation is 2 mm for the left anterior strut, 2.5 mm for the right anterior strut, and 2 mm for the right posterior strut. No perforation of the left posterior strut. The right anterior strut contacts the posterior junction of 2nd and 3rd portion of duodenum. It may partly extend through the posterior wall of the duodenum at this location. Remaining struts do not involve adjacent organs. No evidence for ivc filter strut bending or fracture. No evidence for abnormal tilt or positioning of the ivc filter.

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. (Device code): appropriate term/code not available (3191) for device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, tilt, abdominal pain, diarrhea, pain with bowel movement, dysuria, anxiety, mental anguish, stress, limited physical mobility. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain, diarrhea, pain w/bowel movement, dysuria, anxiety, mental anguish, stress, limited physical mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.